Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was to report that the recharger is not working or charging. Patient said that the battery indicator light is going up and down. Agent had the patient reset the recharger but after reset still having the same issue. A repair request was created to replace the recharger. Patient mentioned if someone could come to check the ins. Patient was redirected to hcp but patient mentioned that they don't have a managing hcp now. Additional information was received from the patient on (B)(6) 2025. They reported that they received the new recharger but was wondering if they needed a new handset to go with it. Agent reviewed. Patient stated that their recharger was still in shipping mode at the time of the call, agent offered to assist the patient however their handset was not charged at the time of the call. Patient will charge their handset and call back. Additional information was received from the patient on (B)(6) 2025. They called back for assistance with pairing their replacement recharger to their handset. The patient said they scanned the code but it was not found. The patient was assisted with resetting the recharger and tried to pair but the patient continued to see not found. After resetting the recharger again, resetting the handset, toggling bluetooth and location off and back on, and scanning the code, the patient was able to start charging their ins with an excellent connection. The ins battery level progressed to 10 percent. It was reviewed with the patient to use their communicator and therapy app to turn therapy back on once they were recharged.

Manufacturer narrative:
B3. Date is estimated; year is valid. Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n; (B)(6)) revealed no visual anomalies with the returned device. It was noted however that the patient's complaint was confirmed and the device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.